Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive architect bhcg of 1920.28 iu/ml on patient sample ID (B)(6) that repeated negative of <1.2 iu/ml when processing on the architect i2000sr. No impact to patient management was reported.

Manufacturer narrative:
The abbott technical service specialist performed internal decontamination procedure and precision checks of all fluidics components; no parts were replaced. A specific cause for the discrepant result was not identified. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. The customer's instrument logs were reviewed. This review did not identify conclusive information to indicate an instrument issue occurred. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the architect product monitoring found no similar issues as described in this complaint; no trend associated with the architect (B)(4) erratic result rate was identified. A review of trending for the architect total bhcg assay identified no adverse trends. Taken together, no systemic issue or deficiency of the architect (B)(4) analyzer was identified.